Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02574 for the spyscope ds ii access & delivery catheter, and 3005099803-2024-02697 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used with a spy ds controller in the left hepatic duct to middle bile duct during a biliary lithotripsy procedures performed for the treatment of bile duct stones on (B)(6) 2024. During the procedure, the spyscope ds ii was inserted through the hgs route and ehl was performed at the target site, however, the display on the screen suddenly disappeared, making it difficult to continue the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02574 for the spyscope ds ii access & delivery catheter, and 3005099803-2024-02697 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used with a spy ds controller in the left hepatic duct to middle bile duct during a biliary lithotripsy procedures performed for the treatment of bile duct stones on (B)(6) 2024. During the procedure, the spyscope ds ii was inserted through the hgs route and ehl was performed at the target site, however, the display on the screen suddenly disappeared, making it difficult to continue the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed. An image assessment for visualization was performed. Upon plugging the device into the controller, no live image was displayed. Articulation of the working length using the steering wheels at the handle had no effect on the image. The reported complaint regarding visualization was confirmed. X-ray assessment was performed to identify any damage to the camera wires based on the lack of image upon insertion. X-ray imaging of the device noted possible corrosion of camera wires and a break of camera wires inside the distal cap. The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no issues with the camera wires in the glue feature. A leak test was conducted to determine if a leak path into the optics lumen was present based on the reported loss of visualization, residue noted near the breakout, and corrosion of camera wires. The device was pressurized by injecting fluid through the irrigation port of the device while the distal end was inserted into a mock common bile duct (cbd) fixture. Pressure readings were recorded using a pressure gage and the device was pressurized until a reading of 6 psi displayed on the gage. Capacitance readings were recorded using an lcr meter while the fluid was being injected. An increase in capacitance and a drop in pressure was observed. Fluid was also seen leaving the breakout. During product analysis, a leak test confirmed the presence of a leak in the form of an increase in capacitance, drop in pressure, and fluid leaving the breakout. The pebax was visually inspected, and damage in the form of a tear above the optics lumen was observed. Sealing the optics lumen with glue caused the leak to stop. The pebax is a flexible material at the tip where damage may occur through handling or external forces during procedure and allows for a leak to occur. The external shaft of the distal end was wrapped in ptfe tape, and a leak test was conducted again, and fluid was still seen exiting the breakout region. The presence of an internal leak was confirmed. Visual inspection of the pebax showed damage in the form of a tear. A borescope was used to observe the inside of the optics lumen for any damage. Visual inspection of inside the optics lumen noted no problems. The optics lumen and hole were sealed using a glue cap and a leak test was conducted again. A leak was no longer observed. Visual inspection of the camera wires inside the distal cap confirmed the presence of camera wire corrosion and nicked camera wire insulation. Based on all gathered information, the most probable failure mode for this device was an optics lumen leak caused by the damage to the pebax as it was reported that image was lost 30 to 40 minutes into the procedure and residue was observed in the breakout indicating that backflow up into the optics lumen was present. Therefore, the probable cause selected for the visualization problem is cause traced to component failure, which indicates that the failure is a random or expected failure of the device component, in this case the pebax. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.